Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information was provided. One opened 25 ga trocar cannula/hub assembly and 1 cannula in a specimen container was received. An inspection was performed and a pin gage did not insert completely into the returned trocars, stopping approximately 1/4 of the way into the trocar. Both samples were soaked in usp water & residue was wiped off. The pin gage was then easily inserted into the trocar. A dimensional inspection showed the trocar cannula ID to be 0.0212" as compared to its specification of (B)(4)" and was determined to be conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The evaluation confirms the missing trocar hub assembly; because the trocar was determined to be dimensionally conforming, an exact root cause could not be determined as to why the trocar detached from the sleeve. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that at the end of a cataract procedure on the right eye the surgeon noticed that the trocar detached from the cannula. The surgeon increased the incision size in order to retrieve the cannula. Sutures were placed to close the incision. The surgeon expects the patient to make a full recovery. Additional information and the product sample have been requested.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).